Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attaching properly to the device, the silver mechanism inside the lock piece seemed to be loose and was not holding the cassette in place. The error message cassette not attached properly was displayed when adding a cassette. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the cassette was not attaching properly to the device. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. Found downstream occlusion (dso) seal damage. Cassette was not detected on downstream occlusion (dso) test. The dso was replaced. The device and software were updated and calibrated for better operation and to avoid future errors. Device passed testing post repair.